Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was difficult or impossible to open and it was locked on tissue. No tissue resection was needed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that the device was returned with the jaw close. The investigation found that the handle of the device was difficult to open. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced open in the event it gets stuck. Grasping on a hard object or thick tissue bundle can cause the latch to malfunction. The user should not continue to use the device after it was forced open. The investigation identified the root cause of the reported bent latch pin event to be mishandling by the user for continuing to use the device after it was forced open. The instructions for use(IFU) states, if the lever cannot be unlatched following use, open the device by forcing the lever forward from the handle. The device will no longer function properly and must be discarded. If information is provided in the future, a supplemental report will be issued.